Event description:
This is report 1 of 3 involved in this event. This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. The cause of peritonitis was unknown. The patient was treated with vancomycin (1.5g, intraperitoneally (ip), 3 doses every 4 days) and cefapime (1g, ip, daily for 10 days) for the event. The patient was recovering from the peritonitis. No additional information is available at this time.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h13h16046 and h13i05104 with no issues noted during the manufacturing process. There were no deviations from standard procedure. As the sample was not returned, a complete device analysis cannot be performed. Should additional relevant information become available, a follow-up report will be submitted. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient had a break in aseptic technique during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables, which caused peritonitis. The break in aseptic technique was further described as touch contamination as the patient used the same gloves several times instead of using a new pair for every therapy. The patient was hospitalized for the peritonitis. Four days after the hospitalization, the patient was discharged from the hospital. On an unreported date, the patient was admitted to rehabilitation center. The patient was retrained in aseptic technique and recovering from the peritonitis. Dianeal and extraneal therapies were ongoing. No additional information is available. Batch review will not be performed as the lot number is not available. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.